Event description:
It was reported the patient underwent a laser lead extraction using a sls ii (unknown model#) to extract a fractured mdt fidelis ICD lead (unknown model#). During the extraction a tear in the svc was noted. The patient developed a cardiac tamponade and ultimately expired.